Event description:
It was reported that the patient had a neurostimulator implanted in 1996 that was never entirely removed. The neurostimulator was left in the patient's body. The patient stated that they had gallbladder surgery 3 weeks ago, around (B)(6) 2012, during which air was pumped into the their stomach. This resulted in the neurostimulator floating up to the area of the gallbladder which caused discomfort. The patient's physician looked into having the neurostimulator removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-51, lot# serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2010, product type extension product ID 3587a, lot# l39158, serial# implanted: (B)(6) 1996, explanted: product type lead. (B)(4).